Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was placement difficulty due to the inability of the stylet to be reinserted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the stylet insertion was performed result was passed. Stylet passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.